Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient had been feeling palpitations for the last two months, generally in the evening, and that the patient was not having any episodes that would cause this effect. The device remains in use. No patient complications have been reported as a result of this event.